Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed the fraction of inspired oxygen (fio2) control knob to be contacting the faceplate. Immediately, a "gas system: knob adjust only" message was displayed. Calibration was initiated and failed. Adjustment of the fio2 knob made the electronic patient gas system (epgs) perform as intended. The product will be sent to service to be brought to manufacturer¿s specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The fsr reset all the internal cables to the epgs and the oxygen (o2) sensor and replaced the filters. He calibrated the epgs successfully several times. The unit operated to the manufacturer's specifications. The suspect part was returned to the manufacturer for further evaluation.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the electronic patient gas system (epgs) would not calibrate. There was no patient involvement.